Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet pump, with repeated pairing attempts remaining stuck on pairing and "pairing failed" alerts until an ilet device restart resolved the issue, indicating an intermittent communication failure associated with electrical and magnetic components, including the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the pump consistent with intermittent communication failure involving electrical and magnetic components such as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.